Event description:
Pt was having shoulder arthroscopy. The physician was advancing the free needle through the capsule. The suture was passed from the rotator cuff through the capsule. As the needle was advancing the fiberwire, a small portion of the needle broke off- approximately 1 cm. The majority of the needle was captured and removed from the field. C-arm fluoroscopy was used to identify the retained portion of the needle. With multiple fluoro views the small fragment was found buried in the soft tissue adjacent to the acromion but could not be removed.